Manufacturer narrative:
Weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with the complaint lens stuck inside of the cartridge. The cartridge could be observed to be cracked and damaged where the lens was stuck in the cartridge. The cartridge tip was also observed to be damaged, in a way consistent with a handpiece that was dropped. Additionally, the plunger rod could be observed to be bent and the lens could be observed to be damaged. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received. Although these complaint issues reported were related, the issue could not be confirmed as related to manufacturing; therefore, no escalations were required. Conclusion: the reported complaint issue of cartridge crack was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) went out to the bottom part of the device as the doctor tried to insert the iol into the patient's right eye. Only the cartridge tip made contact with the eye. There was no patient injury and no other intervention was required. The procedure was completed using another iol of same model and diopter. The patient was doing fine post operation. No further information was provided.